Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 due to character limitation in block e1: event site name: taihe hospital of shiyan city the user reported ECG waveform interference during operation of a cardiosave device. They were advised to switch to another machine, and no injury occurred. A site visit on (B)(6) 2025 confirmed the issue was caused by a faulty front panel. The panel was replaced on (B)(6) 2025 and the device passed all factory specified tests before being returned to the customer. No decon or visual inspection was performed since the product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow a non conforming device to be released. Based on the rationale provided above no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a getinge balloon was used when the cardiosave device had interference in the ECG waveform during use on a patient. The malfunction with balloon catheter is unknown. However, the balloon was discarded. No patient harm and injured.